Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It as reported that for the past 3 weeks the battery gauge was observed to drop about 10% to 15% after being connected to a power source. That battery gauge would later jump up to 100% while not connected to a power source. In addition, the customer was having difficulty charging the pump at the time of the call despite the attempt of multiple wall adapters. Customer reported blood glucose level was 93 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.